Event description:
The hcp reported that the device was explanted due to infection. The reporter is not the managing hcp and he was unable to provide any other details. A follow-up report will be sent if additional info becomes available.